Event description:
A report was received that the patient underwent an explant procedure due to discomfort. No further information available.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, lot #: 14793428, description: next generation anchor kit-sterile; model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due the the stimulator causing the patient more pain.

Manufacturer narrative:
(B)(4).